Event description:
It was later reported that the cultures indicated no specific signs of infection but the patient had been treated with intravenous antibiotics (IV) for precautionary purposes. It was unclear if the sutures were noted to be broken as per the reporter the potential infection had changed the course of the surgery significantly and the hcp was not really concerned about modifying the pocket after opening it. The patient was seen by the health care provider for follow-up and the plan was to have his pump re-implanted in approximately 2 more months.

Event description:
On (B)(6) 2012 the patient's mother reported the patient had fallen out of his chair and thought the pump had potentially migrated. An x-ray of the pump was performed; the x-ray "looked good". The pump had not flipped, but it did seem more mobile, indicating that the sutures may have broken. Because of this, the hcp elected to perform surgery. During surgery, the hcp noticed "significant" fluid and a possible pump related infection. The hcp noted redness and some mild swelling at the patient's spinal incision area. There was no visible swelling or redness over the pump pocket. Cultures were obtained and sent to pathology. The hcp elected to remove the pump system. A PICC (peripherally inserted central catheter) line was inserted and the patient was given intravenous antibiotics. The plan was to re-implant a pump once the patient's infection cleared, but it would be placed on the left side of body to avoid the previous pump pocket. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter model 8709sc, serial# (B)(4), implanted: 2011 (B)(6), explanted: 2012 (B)(6).